Event description:
A pediatric pt suffered from sepsis, disseminated intravascular coagulation with ischemic distal extremity necrosis, and acute renal failure. Pt received multiple transfusions during the course of his hospitalization. In addition, once during the course of crrt, the pt's filter was replaced without returning the blood from the circuit, resulting in a total blood loss of 165ml. Following the set replacement, pt received another transfusion. Although it is unlikely the transfusion was attributable to the loss of blood in the circuit, the possibility cannot be dismissed.